Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields:d8,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body watertight defect, connector corrosion, scope mount corrosion, image fault, and no image display. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality and not displayed. The issue occurred during inspection before use. There were no reports of patient involvement.